Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported with an issue of " improper image implementation (not coming out) " and suspected leak in suction channel. The issue found at preparation for use. The device was replaced and the intended diagnostic procedure was completed using a similar device and with no delay noted. No harm was reported. No patient harm, no user injury reported . Device evaluation found the inside of light guide (lg) lens was dirty. Stain at the light guide lens was observed. This report is being submitted due to the finding of dirty lg lens , stain at the lg lens (defects of the distal end , gap of adhesive on the distal end, due to gap, stain entered inside the lens through the gap ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found no image (service repair noted screen is not coming out) found to be due to damage on charge coupled device (ccd) unit. Additionally, leakage found on the channel tube due to perforation. The reported customer issue of " improper image implementation (not coming out) " and suspected leak in suction channel" were confirmed. Furthermore, inspection found dirty lg lens , stain at the lg lens was noted. This condition attributed to defects of the distal end , gap of adhesive on the distal end as adhesive part of the bending rubber (a-rubber) found damage, due to gap, stain/dirt entered inside the lens through the gap. Additionally, the following defects were identified during device inspection: insulation resistance is out of standards due to damage (cut) part of a-rubber (insertion section). Angulation in the up direction is out of standards due to worn of angle-wire. The gap of up/down knob is out of standards due to worn of angle-wire. Insertion amount is out of standards due to damage of channel tube. The adhesive part of ar (bending rubber) found broken. S-cover deformed. El-connector corroded. Investigation is ongoing. This report will be supplemented accordingly following investigation.